Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A doctor called in to report for the customer that she was in the emergency room due to high blood glucose levels. The device alarmed no delivery several times. The customer's blood glucose level was 600 mg/dl. The customer's symptom was vomiting. The customer was wearing the device at the time of admission, but the insulin pump was taken off when she arrived. The customer was treated with saline and an insulin drip. The cause per the doctor was diabetic ketoacidosis. The customer was advised to change the entire set. Nothing was replaced or returned.